Event description:
It was reported that the patient stated that an inflatable penile prosthesis (ipp) pump was sticking at times and had noticed auto deflation. During an appointment with the physician the described issues were also observed. A revision surgery was performed in which the existing device was removed and a new ipp was implanted. In the procedure the device was tested and the described issues were not noted. No information was provided about the patient's outcome. No more information available through physician. Should additional information become available, it will be provided.